Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient stated they were more forgetful, could not walk very well, and that balance was bad. The patient experienced double vision and reported feeling like they were in a bubble. The patient reported that the implantable neurostimulator battery was at 35% and they were having "major problems". The patient also reported problem with the patient programmer. The patient noted that the implantable neurostimulator (ins) was turning on and off without warning. The patient stated they went to the ER and the implantable neurostimulator was turned back on there, then it turned off again when the pt went home. The patient's physician informed the patient that their ins had been off for two weeks but the patient stated that the patient programmer never indicated this. Additional information has been requested, but was not available as of the date of this report.